Event description:
Hmi (hygiene microbiological investigation). After a microbiological routine control on this medical device, which was carried out as required by french regulation, the user detected an unexpected contamination. The user then left the medical device to the french olympus subsidiary for further investigation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The product will be returned to ofr rrc. Non-conform results obtained during the periodical routine control mandatory requested by french authorities found in: all channels sample (tous canaux). No contaminated patient (test performed before use for a routine microbiological control). The endoscope microbiological test results in which germs are identified and cfu (number of germs) reported, are attached, cf doc in files section. Sampling report date: (B)(6) 2026.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.